Manufacturer narrative:
Product complaint # : (B)(4). Evaluation of the returned device confirms the reported event. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of patella at the bone to cement interface. Cement manufacturer is unknown. It was also indicated that the two pegs sheared off. Doi: (B)(6) 2012; dor: (B)(6) 2017. Right knee.